Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic approximately one month after implant. Upon interrogation, it was discovered that the right atrial and right ventricular leads had dislodged. It was reported that the patient had been moving large trash cans two weeks after implant, and it was thought that this was the cause of the dislodgement. The right atrial lead was able to be repositioned on (B)(6) 2019, but the right ventricular lead had to be removed and replaced, as the helix failed to rotate completely. The patient was stable post-procedure. Related manufacturer. Reference number: 2017865-2019-04461.